Event description:
Pt reported obtaining back-to-back blood glucose results, of 280 mg/dl and 100 mg/dl on the compact test sys. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the sys. Technical support requested the return of the suspect prod and replacement prod was shipped.